Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that two stent struts were lifted in the mid body of the crimped stent. No other damage was visible along the device. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous unspecified vessel. A 3.00x16mm promus element plus drug eluting stent was selected to treat the target lesion. However, the stent mounted on the delivery system was noticed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.